Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned 2 companion samples to the plant for evaluation. The defective sample was discarded. Upon visual inspection, separations were found at the joint between the male luer and tubing in both of the returned samples. In addition, only one male luer was found from the returned two samples. The solvent ring was found on tubing end of both samples. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of a catheter set in which the tubing separated from the male luer. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The companion sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.